Manufacturer narrative:
The reported glidescope go monitor was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned monitor and was able to confirm the reported light issue. When connecting the monitor to a test larygnosocope, the light was intermittently going out. The issue was isolated to the monitor's hdmi connector. The customer's monitor failed verathon's device functionality testing. Upon completion of verathon's device evaluation, the monitor's hdmi connector was replaced and the unit was returned to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope go monitor, the light cuts out intermittently when the attached laryngoscope is rocked back and forth. No delay in the procedure, use of a backup device, or harm to the patient was reported.